Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was successfully placed with different model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement during rv lead revision. A new lead was successfully placed with different model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement during rv lead revision. A new lead was successfully placed with different model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. -visual inspection showed setscrew marks in the wrong location on the terminal pin, more proximal than expected. This points to the lead being improperly inserted into the device header when the set screw was tightened down. Field report did not state electrical issues. A line of code was added for this observation. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.